Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.

Event description:
It was reported that foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system needle. The following information was provided by the initial reporter, translated from chinese: "there is a foreign matter on the needle tip of the indwelling needle".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system needle. The following information was provided by the initial reporter, translated from chinese: "there is a foreign matter on the needle tip of the indwelling needle".